Event description:
The customer reported that while trying to enter a bolus into the insulin pump, the numbers kept scrolling up and the buttons were unresponsive. The numbers stopped scrolling, the customer was able to enter a bolus but the numbers started scrolling again. This was followed by a failed battery alarm. The customer changed the battery and the numbers started scrolling again, but now the insulin pump was working fine. The customer's blood glucose was 232 mg/dl. The customer stated that they were on a river and the insulin pump had gotten wet. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected failed battery test. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.